Event description:
On 06/30/2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of over 500 mg/dl and was vomiting. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Allegedly, the patient remained on pump therapy without any recent adjustments to the pump setting. The reporter alleged that the display was scratched but the screens could still be read/maneuvered safely. Additionally, moisture or corrosion was noted in the cartridge compartment. This complaint is being reported because the patient experienced severe hyperglycemia related to an issue with moisture inside the pump of unknown causes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was verified but the moisture intrusion issue was not confirmed. Review of the black box data found no delivery interruption and the total daily delivery added up correctly and reflected the user¿s programmed basal rate. The display lens was found to be scratched. No evidence of moisture intrusion was found inside the cartridge compartment and a leak test did not detect any leaks on the pump casing. Using the returned cartridge cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly. Pump casing was opened and there was no evidence of moisture intrusion inside the pump.